Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative in regard to a patient receiving morphine 10 mg/ml at 1.35 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. It was reported that there was a possible infection of the pocket. A pump replacement was on (B)(6) 2016. The patient was admitted to the hospital. The patient had a high white blood count. The patient was also intubated, due to respiratory issues. The pump was decreased to minimum rate (0.062 mg/day) on (B)(6) 2016 in order to help determine if the infusion was the source of symptoms. The issue was not resolved at the time of report. The patient's status was alive - with injury. No surgical intervention occurred, however surgical intervention was planned. It was noted that it was unknown when it was scheduled. The onset and diagnostics performed were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a company representative. It was clarified that the pump was set to minimum rate on (B)(6) 2016, not (B)(6) 2016. It was confirmed that the pump replacement on (B)(6) 2016 was a routine pump replacement. In regards to symptoms present prior to the routine pump replacement, it was indicated as not applicable (n/a). No diagnostic testing was performed in relation to the routine pump replacement. In regards to the symptoms present that indicated the possible infection, it was noted that the patient was admitted for respiratory issues. An infection was never diagnosed. No tests were done, in respect to diagnosing a possible infection. No actions/interventions were taken in relation to a possible infection. In regard to the cause of death respiratory, clarification on this statement was not available. The patient's medical history was not elaborated. The patient passed away in the intensive care unit (ICU).

Manufacturer narrative:
.

Event description:
Additional information received from a company representative and healthcare professional. The patient passed away on (B)(6) 2016, around 1:00 pm central time. The cause of death was due to respiratory illness. The patient needed too much oxygen and was intubated several times. In regard to the possible pump pocket infection, no cultures were taken to determine if there was an infection. The pump was never explanted. On (B)(6) 2016, the doctor's office heard the patient had died and no further information in regard to the event.